Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking compression plate broke inside the patient¿s arm. Patient presented to the hospital reporting pain. X-rays confirmed plate breakage. The broken plate was removed on (B)(6) 2014 and a new one was implanted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient initials are (B)(6). Date of actual device breakage is unknown. Device returned to manufacturer for review/investigation on january 5, 2015. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review: manufacturing location: (B)(4) - manufacturing date: october 3, 2013 no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device (locking compression [lcp] olecranon plate). The manufacturing investigation included an inspection of the subject device dimensions, examination of the fracture surfaces by scanning electron microscopy (sem) and a review of the manufacturing documents, technical drawings and the raw-material inspection sheet. The based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Constant alternating load cycles led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp olecranon plate. The plate could not resist the applied force which finally led to the material overload I fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation (multifragmentary bone fracture) may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.